Event description:
It was reported that at the end of the procedure, when the patient was already intubated, the facility noticed a low return volume and an audible cuff leak requiring re-intubation.

Manufacturer narrative:
This medwatch was received in a paper format via mail from the FDA and delivered to an unattended mailbox due to covid-19 workplace policy restrictions. Upon discovery the report was investigated per procedure and the mail receiving process has been modified. User facility medwatch number: mw5107479. It was reported that at the end of the procedure, when the patient was already intubated, the facility noticed a low return volume and an audible cuff leak. The staff attempted to troubleshoot by passing the suction catheter and re-inflating the cuff however after 30 seconds the audible leak and low return volumes were again noted. The patient was re-intubated by the doctor. There was no impact to the patient's stability related to the event. The patient was monitored and remained in stable condition. The sample was not returned for evaluation. A definitive root cause was not able to be determined. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.